Event description:
It was reported that during the pre-discharge check, the physician noticed that the right ventricular (rv) lead capture thresholds increased. The physician suspected that the lead dislodged, and a lead revision was performed. This lead was repositioned. No additional adverse patient effects were reported.